Event description:
Customer reports that she obtained a result of 272mg/dl on the device and ate bread as well as took her diabetic pill. She states that 5 minutes later she tested on the same device and received a result of 112mg/dl. Customer changed vials of strips between results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip vial that produced 272mg/dl result: 549098, 8/31/07.